Event description:
On (B)(6) 2014, the distributor contacted animas and alleged the following: the patient reports continuing issues with air bubbles in the pump and primes about 60 units of insulin to get rid of them; then the bubbles form again a few hours later. The issue was not resolved with troubleshooting, which included review of cartridge filling technique, changing cartridges, insulin, and insets. A cartridge filled by the trainer also had bubbles appear at a later stage. The patient has taken herself off the pump several times due to frustration with the wasting of insulin and the high blood glucose (bg) levels resulting from the air bubbles. The patient was given a loaner pump to use for two weeks and had no issues with air bubbles or bg on the loaner pump. When asked, she resumed her old pump and had the air bubbles and high bgs again with a few hours: she has refused to use that pump again. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported because the air bubble issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2014 with the following findings: no defect was found. The pump performs within specifications, no "air bubble" were observed during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.